Manufacturer narrative:
We originally reported 5 drills and 4 attachments on MDR 1045254-2017-00343, where this device was listed as a concomitant device. A supplemental report to 1045254-2017-00342 was provided regarding 1 drill, and the 4 attachments, information on the other drills are being provided in subsequent reports. This is 3 of 4 subsequent reports to be filed. Onsite testing was performed, and this device passed, therefore the device was not returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Aware date of multiple mdrs needed (B)(6) 2018 the field territory manager reported that during device servicing, he went through checking 5 handpieces with four straight attachments. Once the handpieces reached 50k speed they unlocked and caused the motor to heat up. He tried each attachment on each handpiece and ended up with the same result. There is no patient involved in this event, no injury reported.